Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received three appropriate shocks for tachycardia and the rhythm was terminated to normal sinus rhythm. The patient was resuscitated for a short period of time. In the episode, the healthcare professional suspected oversense, undersense and device unjustified interpretation as noise. Data was analyzed and boston scientific technical services indicated that the time to charge marker was 46 seconds caused by varying amplitudes and noise and the charge time was approximately 9 seconds. The first shock converted the rhythm, but 7 seconds later the morphology of the signal changed again. After which 14 seconds later, shock number 2 followed and 20 seconds after, shock number 3 was delivered. The longer time-to-therapy was caused by alternating amplitudes in the tachycardia and occasional noise markers. As a result, the device needed more time to collect enough t-markers to deliver the charge marker. Additionally, device data information identified an out-of-range value of shock impedance measurement at original induction on (B)(6) 2019. The day after, there was an interrogation with captures however, no additional induction was performed. The system shock impedance at implant showed values at approximately 145 to 175 ohms. Recently the system shock impedance measurement was approximately around 60 ohms and now reaching values over 110 ohms. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received three appropriate shocks for tachycardia and the rhythm was terminated to normal sinus rhythm. The patient was resuscitated for a short period of time. In the episode, the healthcare professional suspected oversense, undersense and device unjustified interpretation as noise. Data was analyzed and boston scientific technical services indicated that the time to charge marker was 46 seconds caused by varying amplitudes and noise and the charge time was approximately 9 seconds. The first shock converted the rhythm, but 7 seconds later the morphology of the signal changed again. After which 14 seconds later, shock number 2 followed and 20 seconds after, shock number 3 was delivered. The longer time-to-therapy was caused by alternating amplitudes in the tachycardia and occasional noise markers. As a result, the device needed more time to collect enough t-markers to deliver the charge marker. Additionally, device data information identified an out-of-range value of shock impedance measurement at original induction on 24oct2019, measuring greater than 200 ohms. The day after, there was an interrogation with captures however, no additional induction was performed. The system shock impedance at implant showed values at approximately 145 to 175 ohms. Recently the system shock impedance measurement was approximately around 60 ohms and now reaching values over 110 ohms. There were no additional adverse patient effects reported. The device and electrode remain in-service.additional information was provided, it was reported that x-ray imaging was provided for analysis. Boston scientific technical services observed subcutaneous tissue between the fascia and the device. The subcutaneous tissue was also observed between the electrode and the sternum. This is a possible cause for the increased shock impedance measurement. Boston scientific technical services recommended a system revision. Ther were no adverse patient effects reported. The device and electrode remain in-service.